Event description:
It was reported that the customer's insulin has broken case and the reservoir cannot be attached. Customer had blood glucose levels of 7mmol/l and 15mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Passed displacement test, rewind test, basic occlusion test, prime , occlusion test and excessive no delivery test. Broken reservoir tube lip noted. Cracked lcd window, cracked case at lcd window corner, scratches on reservoir tube window and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.